Event description:
During an administration of tpa solution after approx 30 minutes a 100 ml solution container was empty when it was expected to have 35 ml remaining. The pt experienced some bleeding of the gums that the risk mgr described as a expected s/e of tpa administration regardless of the occurrence. The pt was monitored closely. No medical or surgical intervention was required.